Event description:
Using the synthes mod hand set, during placement the surgeon noted that a 1.5 mm cortex 9 mm screw head completely broke off after placement. No harm and screw secured with operating room (or) leadership.